Manufacturer narrative:
The subject device is not available

Event description:
It was reported that the balloon would not deflate. There were no clinical consequences to the patient

Manufacturer narrative:
Date of implant - corrected as the device is not an implantable device. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. The balloon catheter was returned along with a guidewire that was still contained in the balloon catheter lumen. The balloon was filled with dried blood and the guidewire appeared to have been advanced 3.5cm from the distal tip of the balloon catheter. The guidewire was unable to be removed from the balloon catheter due to solidified contrast within the balloon catheter; therefore, a functional test was unable to be performed. Although the reported issue was unable to be replicated during analysis due to solidified contrast; the dried blood observed in the device, is indicative of the reported difficulties to deflate. The presence of blood within the balloon may have caused the as reported issue; however, the reported event indicated that the physician pulled the guide wire back in order to deflate the balloon during the procedure allowing blood to enter the balloon. It cannot be definitively determined whether blood was present within the balloon prior to pulling back the guide wire. Based on the information available and analysis of the device, the cause of the reported difficulties to deflate the balloon cannot be determined.

Event description:
It was reported that the balloon would not deflate. There were no clinical consequences to the patient.